Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown intima ii leaked at catheter junction on (B)(6) , at 12:00, the patient was given a puncture with a intravenous catheter. On the same day, the infusion went smoothly. On march 4th, when flushing the catheter, it was found that fluid was leaking from the catheter hose. After checking that there was no obvious damage, the intravenous catheter was removed and a new puncture was performed. The follow-up operation went smoothly.

Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. A review of the applicable a-eura srd-rm0019 rev 16 indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.

Event description:
No additional information available.